Manufacturer narrative:
A philips remote service engineer (rse) remoted into the piic to inspect the device and found that the "audio" was not coming through for the alarm, correct due to a speaker issue. A good faith effort (gfe) conducted confirmed that this case was not an issue with alarms, it was a speaker issue. The rse stated that the speaker setting was incorrect, the windows sound was not configured properly. He disabled the acer speaker to resolve the issue. The piic ix was functioning according to specifications. Results of functional testing indicate no malfunction of the device. The device was operational after setting changes were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix, indicating that "no alarm "auto" present." The device was in use at the time of the event. No adverse event occurred.